Event description:
It was reported that a user of the ilet contacted support to change tubing and the infusion set only, due to excess insulin remaining in the cartridge, and was guided through the steps with insulin delivery then resumed; a blood glucose value of 223 mg/dl was noted. Investigation included a telephone-based assessment and user guidance for infusion set and tubing replacement. Investigation of this case revealed no device alarms or malfunction and suggested possible infusion site or set-related contribution to the elevated glucose, though a definitive cause was not established. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.